Manufacturer narrative:
Unit received with partial display due to zebra connector open. Unable to perform excessive no delivery test due to partial display. Unit received with corroded motor home switch. No cosmetic damage noted.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was unknown. Insulin pump will be replaced.